Event description:
The pt is described as having narrow tortuous vessels. It was reported that the graft was successfully implanted. The jacket guard became stuck during device removal. The physicians used a hemostat to separate the device handle. Excessive resistance was again encountered and the blue main catheter shaft of the ancure was cut between the pt and the handle to gain access to the balloon catheter within the shaft. The handle was removed and a 26mm dilator was advanced over the balloon catheter into the body of the graft, but without successful removal of the jacket guard. A retroperitoneal incision was used to access the internal iliac artery and remove the balloon and jacket guard. The hooks were removed from the ipsilateral limb and manual anastomosis was performed. The internal iliac artery was damaged as a result of this process, and bloodloss was noted. The final angiogram confirmed that no endoleaks were present. It was reported that the pt expired three days after the implant procedure from bowel ischemia. The device will not be returned for eval.